Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a clearlink system secondary medication set. The secondary set was setup to piggyback intravenous immunoglobulin onto a primary set with normal saline solution. The pump started the infusion and the normal saline solution was pulled from the primary set but not from the secondary set with intravenous immunoglobulin. The nurse resolved the issue by clamping the primary set and the secondary set infused with no issue. There was no patient injury or medical intervention associated with this event. No additional information is available.